Manufacturer narrative:
The sample material was requested for investigation but it was not provided. A general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about questionable negative results for 4 patients' samples tested with elecsys anti-hcv g2 (anti-hcv ii) assay on a cobas e801 immunoassay analyzer when compared to a competitor's (abbott) analyzer. Sample 1: initial result: negative. Repeat result: positive (tested on abbott). Sample 2: initial result: negative. Repeat result: positive (tested on abbott). Sample 3: initial result: negative. Repeat result: positive (tested on abbott). Sample 4: initial result: negative. Repeat result: positive (tested on abbott). No questionable results were reported outside the laboratory. The customer mentioned that they will test the samples using the immunoblot method and provide the results.